Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019, 459878 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post routine generator replacement the right ventricular (rv) lead defibrillation coil had high undefined impedance and the superior vena cava (svc) coil impedance was indicating "none." Follow up concluded that the physician opened the pocked, removed the rv coil pin from the header and reinserted it. The subsequent impedances were within normal range. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.